Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). A1) unknown as information was not provided. A2) unknown as information was not provided. A3) unknown as information was not provided. A4) unknown as information was not provided. D4) lot#: unknown as information was not provided. Expiration date: unknown as lot# is unknown. F9) unknown as lot# is unknown. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) e597079. H4) unknown as lot# is unknown. (B)(4). Summary of investigational findings: no product returned, why unable to determine exact reason for difficulties. However, it was reported that the frova device was used to exchange a tracheostomy tube via a tracheal stoma; as per IFU, the frova intubating introducer is intended "for placement of a single lumen endotracheal tube whose inner diameter is 6mm or larger." It is not intended for tube exchange and, at 70cm long, is not designed for use with tracheostomy tubes. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the patient had a portex size 8.0 cuffed adjustable flange tracheostomy inserted by ent team in theatres on (B)(6) 2012. On (B)(6) 2012 it was noted that the patient was vocalizing and subsequently an ent review with endoscopy revealed bubbling secretions through the glottis consistent with a leak around the tracheal cuff. The pilot balloon was inflated to greater than 50mm hg. Later on the (B)(6) 2012 this tube was exchanged for another of the exact same type and size by ent in theatres. On (B)(6) 2012 there was still leakage of air around the cuff and pilot balloon pressures were 42 mmhg. On (B)(6) 2012 in theatres ent attempted to change the tube for a cuffed tracoe twist size 8.0, but this was not long enough. Subsequently a portex adjustable flange size 9.0 tracheostomy tube was railroaded over a frova intubating catheter. The anaesthetic consultant passed the frova catheter to the ent surgeon. Subsequently within 20 minutes of return to critical care the patient developed an increase in peak airway pressures and also oxygen saturations of arterial blood dropped to 82%. Clinical and radiologically bilateral pneumothoraces were detected and treated with chest drains. Patient outcome: airway injury resulting in bilateral pneumothorax. The patient did not experience any adverse effects due to this occurrence.